Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to performed displacement test due to no button response. Insulin pump received with no moisture damage on the electronics, motor, vibrator motor and battery tube assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported that the keypad of the insulin pump was non-responsive. The customer reported that the insulin pump may have gotten wet. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.